Event description:
Final angiogram demonstrated aneurysm exclusion, pt limbs and a type ii endoleak involving two lumbar arteries. This will be monitored on CT and treatment will be provided as needed. Difficulty was encountered when retracting jacket, but was resolved.